Manufacturer narrative:
(B)(4). Product analysis was completed. The dislodgement allegation was not confirmed. Laboratory observations and field report were insufficient to verify the dislodgement. The lead tip appeared normal. The surgery code was not confirmed. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. Complete lead was returned intact, not severed. Stylet returned in lead, stuck. Noted a cut/ cuts in the outer insulation, likely due to explant damage. The helix was retracted. Noted dried blood/body fluid in helix housing and tip region. Continuity testing passed, indicating conductors are intact. Stylet insertion test could not be performed due to stuck stylet in lead, likely due to dried blood. X-ray showed no conductor fractures - the crimp sleeve and lead tip/ helix appear normal.

Event description:
It was reported that this right ventricular (rv) lead dislodged, therefore the lead was explanted and replaced with a new lead successfully. Also the right atrial (ra) lead experienced the same issue. No additional adverse patient effects were reported.